Event description:
The reporter stated that the variable drill guide where the screw holding the pin used by the adjustable depth stop had fallen out. The instrument was used (B)(6) 2011 in surgery in a 1 level manta ray case; during the case it was intact and worked properly. After decontamination, the variable drill "push pin" for the depth stop was in pieces. The screw could not be found. There was no harm to the pt or increased time in the operating room.

Manufacturer narrative:
A review of the device history record showed no anomalies related to this complaint. Integra's investigation determined that this unit is disassembled for cleaning after surgery. The depth stop is removed and has a place in the instrument case. The set screw can be removed to facilitate cleaning of the spring and plunger. As no report was made about dropping or losing the screw, it can only be stated that the screw became lost during the cleaning process and the instrument not reassembled. No corrective or preventive action is required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.